Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer froze during use. The programmer passed incoming functional testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while programming patient information into a device, the programmer screen froze. Power was cycled to the programmer, but the issue reoccurred. The programmer was returned for service. No patient complications have been reported as a result of this event.